Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and there was visible air bubbles moving throughout the tubing set. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated they tried to eliminate the bubbles by using a syringe to flush water. No air was introduced to the patient and the patient has not exhibited any neurological symptoms.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and there was visible air bubbles moving throughout the tubing set. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, the inner diameter of the tubing was observed with a bubbles. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and there was visible air bubbles moving throughout the tubing set. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, and it was found that the device was occluded in the union between the hub and sideport tube in the handle area. Due to this issue, an external manufacturing investigation was requested and it was determined that this type of failure was related to the manufacturing process since an occlusion condition was detected. This complaint was categorized as an isolated incident due to it being the first and only known failure since the occlusion. An internal action was created in relation to occluded sheaths. A device history record was performed for the finished device batch number, and no internal actions were identified. The air bubbles issue reported by the customer was confirmed since the occlusion detected could be contributed factor. The root cause of this failure was related to the manufacturing process. An awareness training was conducted with all associates responsible for either gluing the stopcock into the hub or conducting leak testing at final inspection to make them aware of this failure and ensure adherence to established procedures which should have detected this condition. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).